Manufacturer narrative:
UDI not available for this system at time of filing. The passive frame has not been returned for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the orthopaedic frame was missing a screw. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
(B)(4). Review of this MDR showed that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.